Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a lead revision due to discomfort and pain at the pocket site and also inadequate coverage. X-rays showed that the leads had tangled up behind the ipg causing the discomfort. The physician repositioned the pt's ipg and untangled the leads.